Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that almost 5 months after dental implant was installed in intraoral region 15#, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, immediate implant procedure was performed, bone graft was executed, biomechanical overload occurred and the patient presented bone type iii.